Event description:
Customer reported that the insulin pump went into threshold suspend when the blood glucose was not low. The blood glucose reading was 75 mg/dl. She expressed no symptoms of low blood glucose. She stated that the sensor cannula was bent. The sensor reading was 40 mg/dl. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.